Event description:
It was reported to philips that the device gave a shock equipment malfunction error message. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device gave a shock equipment malfunction error message. There is no patient involvement. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped.

Manufacturer narrative:
Additional information: b5 updated with failure analysis information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device gave a shock equipment malfunction error message. There is no patient involvement. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a known working test fixture, the device failed operational testing and subsequently produced a ¿no shock delivered¿ error message. Further inspection of the therapy pca identified that diode d13 and capacitor c99 were defective and causing the ongoing failure. Once the circuitry components were replaced, the device passed all subsequent testing. Upon conclusion of the evaluation, the therapy pca was verified to be faulty due to a defective diode (d13) and capacitor (c99). The evaluation data was recorded and the component was scheduled to be archived.